Event description:
Patient found unresponsive, defibrillator charged to 200 w/s, discharged without difficulty v-tach continued, defibrillator charged to 200 w/s but would not dishcarge. Defibrillator turned off then recharged to 200 w/s but again sould not discharge. Pt. Spontaneously converted to nsr, emd, then v-tech. Defibrillator charged to 360 w/s and discharged, charged again to 360 w/s and discharged.attempts were made to defibrillate the patient twice more at 360 w/s but the difibrillator failed to discharge on both occasions. Another defibrillator had been brought to the patient during this time and was then used. The patient expired, however, the failure of the defibrillator did not cause or contribute to this deathdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, invalid data. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.